Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed the self-test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 re-occurring during testing. No frozen screen and pump error 43 noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 43 occurred on 11/10/2023 12:22--19:40 in history files. Pump error 38 occurred on 02/07/2023 07:39 in history file. Pump was cut to perform visual inspection found moisture damage on the electronic assembly and force sensor. Motor was tested outside of unit and it failed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained serial label, gearbox jammed. Pump error 43 is confirmed due to motor anomaly. Frozen screen is not confirmed. Pump error 38 is confirmed due to occurring during testing and due to gearbox jammed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor was detected by reading unexpected value from hall sensor (pump error 43). Troubleshooting was performed and alarm was able to be cleared and pump was unable to perform rewind. Customer also reports pump display is frozen. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will not be returned for analysis.